Event description:
A customer received a laceration to their hand from a metering proboscis versatip while operating the vitros 3600 immunodiagnostic system. This event constitutes potential biohazard exposure, as there is not complete assurance that infectious agents are absent. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
This event is reported as a potential biohazard exposure. The following information appears in the vitros 3600 system user documentation in the safeguards and precautions section: "during normal operation, the system's top cover is interlocked to prevent exposure to any dangerous movements. However, during maintenance or troubleshooting there are several areas in the system where the operator may be exposed to components that move suddenly. Use caution when working on and around the following system components: incubator, sample tray conveyor, well wash arms, signal reagent dispense arms, signal reagent carousel, metering arms. Note: the metering arms are safety interlocked: they do not move when the top cover is open. They are not a hazard to the operator under normal circumstances. Always exercise appropriate caution when operating the system and correcting any conditions." Additionally, the user documentation instructs operators to make sure that all assay testing is complete prior to performing any maintenance or troubleshooting procedures on the system. In this event, the operator reached their hand through the opening of the sample supply to gain access to the system while assay testing was in process. The operator received 5 stitches to close the wound, and there is no serious, long term or permanent injury. The operator believed that the vitros versatip, which punctured the operator's skin, was unused and therefore did not contain any infectious agents, however, this could not be confirmed. The root cause of this event is user error.